Event description:
During cardiac surgery, reportedly an open aortic prosthetic valve replacement procedure, involving cor-knot standard technology, an operating room support member reported that the surgeon "...said that it mis-fired. It didn't crimp down tight and when he checked it the silver piece came off and he had to replace the whole valve stitch." The procedure was completed successfully. The initial report stated that there was no harm to the pt. The surgeon reported the operation went well and this pt continues to do very well now eight weeks after surgery.

Manufacturer narrative:
The warning section of this product's instructions for use (product insert) instructs customers to not use "damaged" cor-knot product. All rep in the field involved with hosp staff training provide in service and intraoperative instructions concerning the immediate removal from use of any cor-knot device displaying suboptimal performance. The hosp staff has already been in serviced again regarding proper loading techniques to minimize the future risk of inadvertent suture blade damage and to ensure complete seating of the knot within the device tip during loading. Clarification of user instructions and further customer training regarding suboptimal suture cutting related issues are planned for prompt implementation.